Manufacturer narrative:
Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6) device history records review was conducted. The report indicates that the: DHR-review: manufacturing location: (B)(4) manufacturing date: 13.dec.2013 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complained issue (the handle of the inserter in question was detached during the procedure) could not be confirmed. No pictures/ no x-rays / were provided no material returned which would provide additional evidence. Product was not returned, root cause could not be defined due to the missing material. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complaint unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. No patient harm reported. Procedure was completed successfully. The handle of the inserter in question was detached during the procedure. The inserter without the handle was locked manually to the blade. Just in case, its locking was checked by using the cannulated driver. The rest procedure was completed as usual. No delay in surgery or adverse consequence to the patient was reported. This complaint involves 1 part concomitant parts: blade (part# unknown / lot# unknown / quantity1) this report is 1 of 1 for (B)(4).